Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence tablet and the real intelligence 24 in. Touch screen went black every two seconds, no matter were they put them and no matter at what stage of the surgery they were. After a few times, while waiting for the screens to work, the real intelligence cori froze and they had to restart and then they received a system critical error. They used the main monitor to complete the procedure with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence tablet and the real intelligence 24 in. Touch screen went black every two seconds, no matter were they put them and no matter at what stage of the surgery they were. After a few times, while waiting for the screens to work, the real intelligence cori froze and they had to restart and then they received a system critical error. They used the main monitor to complete the procedure with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was not returned for evaluation, therefore a visual inspection could not be performed. A relationship between the reported event and the device could not be established. Visual inspection could not be performed, device not returned. Functional evaluation could not be performed, device not returned. An additional investigation was performed. Case (B)(4) confirmed the reported issue. Stated the tablet cable was badly twisted, which most likely caused the screen and tablet failures. This may have also contributed to the reported issue of cori freeze due to frequent display signal interruptions. The most likely contributing factor was the twisted tablet cable, causing a display signal interruption. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.